Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 345. The device was operating out of specification. Past repairs have shown the upstream and downstream sensors to resolve the reported symptom. The upstream and downstream sensors were replaced.

Event description:
It was reported that a spectrum infusion pump went into a system error 345 while on a patient. It was also reported that there was no patient injury.